Manufacturer narrative:
E1 ¿ facility name: (B)(6) hospital. The device was returned to olympus for evaluation and the reported issue was not reproduced. However, inspection found corrosion on the video connector and the camera cable is twisted. Since the device is more than 15 years old, the device history record was unable to be reviewed. Instructions for use (IFU) : ¿poor image quality¿ IFU applicable sections the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual: - the endoscopic images and functions are not correct. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. ¿corrosion on the video connector¿ and ¿twisted camera cable¿, IFU applicable section]. The following description is found in the instruction manual "care, storage, and disposal". Do not use the product while the electrical contacts of the video connector are wet. Using the product while it is wet may cause a malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head displayed a ¿poor image quality¿ on the screen monitor. The issue occurred in an unspecified procedure. There was no report of patient harm associated with the event.